Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. Prior to the procedure, after the ligator was assembled onto the scope, when the physician tested the first band deployment outside the patient, it was found that the ligator would not deploy the band and it was twined together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.